Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a watchman procedure, a versacross connect laac was selected for use. Prior to procedure, there was a small effusion before the procedure that quickly grew. The physician was experiencing advancing the wire challenging from the inferior vena cava (ivc) to the superior vena cava (svc). The j-wire (rf wire) perforated the right atrium. The patient chest was tapped. The pe was noted first and then transseptal puncture (tsp) was performed. The patients anatomy was very challenging to get from the ivc to the svc and took multiple attempts. After a short period of time the patient became tachycardic and hypotensive and required a tap but no further intervention. The versacross dilator was pre-shaped and was not difficult to advance and only took one attempt to position. The patient was hospitalized and later discharged. The device is not expected to be returned for analysis (disposed).